Manufacturer narrative:
H.6. Investigation: photo received for investigation, upon visual inspection an assembled needle with a lack of component (shield) which comes out of the blister in its upper part, that is, through the part of the flange on one side of the plunger is observed. Possible root cause is associated with lack of guard in the needle feeder. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle cap was missing with a bd syr 3ml 22ga 1-1/4in jpk/sil no assy ndl. The following information was provided by the initial reporter, translated from spanish to english: during the inspection upon receipt, one needle without a cap (exposed).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle cap was missing with a bd syr 3ml 22ga 1-1/4in jpk/sil no assy ndl. The following information was provided by the initial reporter, translated from spanish to english: during the inspection upon receipt, one needle without a cap (exposed).